Event description:
New information notes patient passed after an asystole rhythm. Resuscitation measures were performed but unsuccessful. There were no allegations of device malfunction reported to us.

Event description:
It was reported that a patient with a dual chamber leadless pacemaker system passed away due to unknown causes. There were no allegations of malfunction made against the system. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned for analysis after an unknown death. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.